Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in impedance and thresholds, which were both high. A chest x-ray was performed and the lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.